Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed that the bolus functions of greater than and less than 1.0 unit were performed on (B)(6) 2015. Black box also showed one bolus attempt of 1.5 units only delivering .5 units due to an occlusion event. During the investigation multiple bolus functions were performed both below 1.0 unit and above 1.0 unit. No issues were duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that occasionally the pump will only deliver a 1 unit bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.